Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, when the physician attempted to connect the ventricular lead to the pacemaker, the set screw could not be tightened with the torque wrench. Another device was used. There were no patient consequences.